Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 43 mg/dl; cause was not known. The customer consumed carbohydrates to address the bg level and treated with intravenous fluids of saline in the ER. Customer was discharged from the ER with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.